Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145801.

Event description:
It was reported that the patient presented in clinic for a follow up. Unspecified issue on the lead. The physician elected to explant the lead. The patient condition was unknown.